Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found that the tubing through shear valve 85 was clogged. The fse also found that the differential mixing chamber was damaged. The fse replaced the tubing and the mixing chamber, which repaired the leak and the errors. The repairs were verified by the fse. The beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer reported a leak from the flowcel area of the coulter lh 750 hematology analyzer. The instrument generated flowcel clog errors when the leak was noticed. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.